Manufacturer narrative:
The drill is still in the patient's mandible; therefore, it is not available for direct evaluation. This incident could potentially lead to the removal of the implant, which would then require the patient to have additional surgical treatment (considered as severity 3 = serious harm). The area of failure of the fracture was most likely caused by applying a side lateral load while drilling the osteotomy. The failure point of the drill will have the greatest moment arm and would further substantiate the likelihood that the drill experienced an off axis force rather than just the vertical or torsional load expected in normal drilling. Since the fracture was likely due to the incorrectly applying a side load while using the drill and no other defects noted, the root cause is likely related to improper technique or misuse. Since the clinician did not provide the drill lot number, zest was unable to review the specific lhr record. However, all zest products that are shipped out must meet their specific product specifications and must be approved for product release. Any issues are successfully resolved prior to the release of all parts. No further action is required. (B)(4).

Event description:
Pilot drill broke during the placement of the locator overdenture implant (lodi). Clinician was unable to retrieve it from the patient's mandible.